Event description:
It was reported that the display on the insulin pump went blank for no apparent reason. Troubleshooting was not performed. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a broken capacitor on the interface board.

Manufacturer narrative:
Product ID: 3889-28, lot# v189565, implanted: (B)(6) 2009, product type: lead <(>&<)>; product ID: 3037, serial# (B)(4), product type: programmer.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. The patient stated that their implantable neurostimulator (ins) turned sideways. The patient stated that they had three surgeries. The first was for the temporary one in (B)(6) 2009. The second was the implant in (B)(6) 2009. The third was because it turned sideways and they had to go back in and turn it/readjust it in (B)(6) 2009. The patient said they all always hurt, always come to the surface of the skin, the battery died, they turn on the side, the wire disconnected, or there was always something. All implants always hurt and they all always come to the surface and protrude up to the skin. Patient stated that they bubble up, the more the patient would walk the more they could feel it come up, it hurt to sit in a car or lay in bed, and they could not put anything in their back pocket because they could feel it. The wire disconnected in 2009. The patient stated that their first ins died and was replaced. The left battery was changed in 2013 and apparently the patient needed a double one because the left one was not strong enough. The patient stated that beginning in 2009 they know it affected their bowels because they cannot go to the bathroom more than twice a week. The patient stated that when it turns too high their toes curl on the left one so they cannot make it any stronger and stated that it has always been like that beginning in 2009. Additional information was received from a patient on (B)(6) 2017. The patient stated nothing changed to lead to the revision and wire disconnecting. It always happened and they move up to the surface.